Event description:
Same case as MDR ID # 2134265-2012-06012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent stuck occurred. Rotablator procedure was performed in implanting three 4.00x16mm promus elements stents in the highly calcified distal part, media, and right coronary artery (rca) proximal. An atlantis catheter sr pro imaging catheter was used to check the procedure performance. Images were taken without experiencing any issue. During the removal of the atlantis catheter, the resistance was felt. The force was applied through the non-bsc guide catheter. This laid the pressure over the last implanted promus element stent in the rca proximal which resulted in the shortening of the stent. Post-dilatation in the shortened stent was performed to resolve. In addition, non-bsc stent was implanted overlapping the shortened promus element stent in proximal da. No adverse patient effects were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).